Event description:
The night after having a stent placed in the carotid artery, the patient suffered a transient ischemic attack (tia), an episode of hypotension and confusion, and an episode of bradycardia. The patient is a female with a history of hyperlipidemia. The target lesion was the ostium of the left internal carotid. The lesion was described as mildly tortuous with an 80% stenosis present. An angioguard distal protection device was successfully deployed distal to the lesion and the lesion was pre-dilated. A precise stent was placed at the lesion. The angioguard was removed from the patient. The procedure was successfully completed. The original complaint received from the account stated that following the procedure the patient suffered right-arm weakness and dysarthria. The patient was diagnosed with a tia. The deficit lasted less than twenty-four hours and the symptoms resolved with no treatment. Additional information was received stating that after successful treatment of the carotid stenosis, the patient complained of some right hand numbness, and the patient's right limb seemed a little weaker compared to the left. The physician re-introduced a jb2 catheter into the left common carotid and a carotid arteriogram was performed. This demonstrated no clot and no intracranial embolus or other abnormality. By the end of the procedure, the patient had returned to baseline, with no treatment. That evening, the patient had an episode of hypotension and confusion. This was resolved with hydration and neo-synephrine to maintain blood pressure. Later that night, the patient became very disoriented and combative. The patient received xanax and haldol as a result. The next day, the patient had an episode of bradycardia and hypotension, which was treated with hydration and neo. The patient was discharged four days following the index procedure with a stroke scale of 0.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.